Manufacturer narrative:
E1 phone number: (B)(6).without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c awl was mistakenly implanted into the c5 vertebrae rather than the anchoring plate. The doctor decided to leave the awl inserted rather than remove the cage, considering the risk of invasion and the loss of fixation. There have not been any patient impacts reported to date.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device remains implanted, so it was not returned and no photos were provided. An evaluation is unable to be performed. Root cause: the root cause of this issue can be attributed to the surgeon and sales representative not looking at the awl before implanting it. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-c awl was mistakenly implanted into the c5 vertebrae rather than the anchoring plate. The doctor decided to leave the awl inserted rather than remove the cage, considering the risk of invasion and the loss of fixation. There have not been any patient impacts reported to date.